Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, cable break resulting in image failing to appear was noted. During inspection of the cable significant tearing and stretching, the sheath was identified showing a metal frame without protruding part. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, a complete loss of the image function was noticed due to a cable break. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is considered probable that the cable was partially broken because the sheath of the cable was broken, and the images were no longer displayed. The product shipment record was checked, but there was no abnormality in the device. The cable breakage may be due to user handling. The instructions for use (IFU) states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.